Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic lobectomy, after the device was assembled jaws were opened and shipping wedge was removed, however upon removal of shipping wedge particles fell off in patient. There was no patient injury.